Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with shortness of breath and chest pain. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a confirmed fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.